Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that one of the pins where the spheres attach had fallen out from its place on both reference frames. The surgeon found this when attaching the spheres preoperatively. It was not known what could have happened with the instruments. The normal sterilization process was done. When the surgeon opened the sterile trays, the pins were loose or missing. There was no patient involvement.

Manufacturer narrative:
H3: the spine reference frame was returned to the manufacturer for analysis. Analysis found that the post for marker number four had been pulled out. An attempt to repair it did not hold. Otherwise with markers attached and fully seated, the frame displayed good geometry and divot error readings with normal tracking and verification. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.